Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 46 mg/dl and food was consumed to address bg. Cause of event was not known; however, customer alleged pump was the cause. Tandem clinical diabetes specialist spoke with the customer and it was thought that the pump basal setting needed to be adjusted. Upon follow up, customer did not attend the healthcare provider's appointment. Although multiple attempts were made to assist the customer, the customer did not reply with further requests for assistance.